Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance while attempting to fill multiple cartridges. The customer used a new box of cartridges and was able to push the needle into the cartridge and complete loading the insulin into the cartridge successfully. There was no impact to the customer's blood glucose level.